Event description:
Holmium surgical laser. During treatment the device made a popping sound and white smoke appeared through the cooling fan. The laser was immediately unplugged and removed from the operating room. The surgeon used a pneumatic lithocast to continue the procedure. The device was returned to distributor for the inspection and repair. No pt injury.

Manufacturer narrative:
A capacitor inside the laser system exploded with release of odor and smoke. The cause of this complaint was a defective power supply unit that was delivering excessive energy. Capacitor bench nad power supply have been substituted and the laser after also a functional and performance check has became again fully operational.